Manufacturer narrative:
The subject device was inspected at sorc. It was confirmed that the image of the subject device was not displayed correctly in the vertical direction due to the damaged internal stopper of the subject device. Also due to the damaged internal stopper, the connection part of the subject device rotated but did not come off. The root cause of the reported phenomenon could not be identified. [Considerations] since the main body of the subject device could not rotate due to the damaged internal stopper, the endoscopic image could not be positioned. Therefore, omsc presumed that the vertical direction of the image was not displayed correctly and the image was inverted. The investigation results were shown below. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. - since the main body of the subject device could not rotate due to the damaged internal stopper, the endoscopic image could not be positioned. Therefore, the vertical direction of the image was not displayed correctly. -it was confirmed that there was no repair history for the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found the upside image of the subject device was turned around which the upside was down. The subject device had been sent to sorc for repair of the incorrect displaying of image. The occurrence date of the event is unknown. There was no patient injury associated with this report.